Manufacturer narrative:
E1 - (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not displaying an image. The issue was found during a therapeutic ureteral stent replacement. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector contacts were corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image not displaying was due to corrosion on the video connector contacts. In regard to the corroded video connector contacts, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.